Event description:
One endeavor sprint rx drug-eluting stent (MFR report# 2953200-2008-00779) was implanted in the proximal rca. One endeavor sprint rx drug-eluting stent (MFR report# 2953200-2008-00780) was implanted in the mid rca and one endeavor sprint rx drug-eluting stent was implanted in the proximal lcs. On the same day of the stent implant, the pt was reported to have suffered an acute stemi, location was anterior. After pci, this pt had a new chest pain attack. The ECG revealed new st-elevations on v1-v4. New angiography was performed, but no new findings were found. Chest pain was treated with IV-nitrate, ocanest (IV) and aggrastat (IV). Pain was relieved. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Secondary intervention.